Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain: pelvis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cyst ("ovary cyst") in a 33-year-old female patient who had essure (ess205) (batch no. A34124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed with essure microinsert in place nos". The patient's past medical history included hernia (hernia surgery repair) in 2008, cesarean delivery, without mention of indication and cholecystectomy in (B)(6) 2004. -she does not have any difficulties with any cardiac palpitations or pain she does have a history of continuing headaches. Concurrent conditions included body mass index normal, pelvic adhesions, endometriosis, mood variable, night sweats, agitation, depression, pyelonephritis, premenstrual dysphoric disorder, backache, myalgia, upper respiratory infection, bacterial vaginosis, herpes genitalis and epigastric pain. Concomitant products included anesthetics, general (general anesthesia), estradiol, estrogens conjugated (premarin) since 2015, fluoxetine hydrochloride (prozac) from july 2010 to december 2010, ibuprofen since (B)(6) 2015, paracetamol (tylenol arthritis) since (B)(6) 2016, potassium since (B)(6) 2010, quetiapine (seroquel) from july 2010 to december 2010, ranitidine since (B)(6) 2010 and valaciclovir hydrochloride (valtrex) since (B)(6) 2012. In 2006, the patient experienced pyelonephritis ("pyelonephritis"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced urinary tract infection ("urinary tract infections"), fungal infection ("yeast infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced ovarian enlargement ("ovary swelling") and ovarian cyst (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2008, the patient experienced migraine ("migraines") and the first episode of headache ("headaches"). In (B)(6) 2008, the patient experienced urticaria ("hives") and rash generalised ("body rash"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced the first episode of hepatic steatosis ("fatty liver disease") and agoraphobia ("agoraphobia"). In (B)(6) 2009, the patient experienced vomiting ("vomiting") and abdominal distension ("bloating"). In (B)(6) 2009, the patient experienced genital lesion ("genital lesions"). In (B)(6) 2009, the patient experienced hormone level abnormal ("extreme hormonal changes/extreme hormonal changes at young age") with anxiety, depression, weight increased, post-traumatic stress disorder and mania, hot flush ("severe hot flushes") and hyperhidrosis ("sweats"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced autoimmune hepatitis ("auto immune hepatitis"). In (B)(6) 2013, the patient experienced the first episode of allergy to metals ("nickel allergy/ nickel toxicity"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced osteoarthritis ("osteoarthritis"). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criterion medically significant) and menorrhagia (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced abdominal pain ("pain: abdominal"), back pain ("pain: back"), arthralgia ("pain: knee"), myalgia ("pain: muscle") and the second episode of headache ("pain: head"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hair disorder ("hair"), menstruation irregular ("irregular menses"), post-traumatic stress disorder ("post traumatic stress disorder"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), endometriosis ("endometriosis"), atrophic vulvovaginitis ("vaginal atrophy"), tooth loss ("dental problems (lost 10 permanent as they rottened)"), the second episode of allergy to metals ("nickel allergy") and the second episode of hepatic steatosis ("fatty liver disease"). The patient was treated with surgery (right salpingo- oophorectomy;left salpingo-oophorectomy,laparoscopic supracervical hysterectomy), surgery (ablation), surgery (ablation) and surgery (oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hair disorder, dyspareunia, menstruation irregular, autoimmune hepatitis, hormone level abnormal, migraine and the last episode of headache had not resolved, the hot flush, hyperhidrosis, urinary tract infection, fungal infection, genital lesion, bacterial vaginosis, pyelonephritis, post-traumatic stress disorder, agoraphobia, urticaria, bladder disorder, urinary tract disorder, ovarian enlargement, ovarian cyst, endometriosis, atrophic vulvovaginitis, tooth loss, the last episode of allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, vomiting, the last episode of hepatic steatosis, alopecia, abdominal distension, osteoarthritis, rash generalised, back pain, arthralgia and myalgia outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, agoraphobia, alopecia, arthralgia, atrophic vulvovaginitis, autoimmune hepatitis, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, genital lesion, hair disorder, hormone level abnormal, hot flush, hyperhidrosis, menorrhagia, menstruation irregular, migraine, myalgia, osteoarthritis, ovarian cyst, ovarian enlargement, pelvic pain, post-traumatic stress disorder, pyelonephritis, rash generalised, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vomiting, the first episode of allergy to metals, the first episode of headache, the first episode of hepatic steatosis, the second episode of allergy to metals, the second episode of headache and the second episode of hepatic steatosis to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Following the surgery, plaintiff suffered a painful post-operative recovery. Following the surgery, plaintiff's symptoms persisted. Plaintiff sought medical attention for her symptoms. On (B)(6) 2009, plaintiff underwent a left salpingo-oophorectomy. On (B)(6) 2016, plaintiff underwent a hysterectomy and . Right salpingo-oophorectomy following the surgery, plaintiff suffered chronic pelvic pain, dyspareunia, pelvic adhesions, possible endometriosis- laparoscopic lysis of adhesions, laparoscopies presacral neurectomy, laparoscopic resection of peritoneal lesions diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Nuclear magnetic resonance imaging - on an unknown date: negative. Ultrasound scan vagina - in (B)(6) 2006: total bilateral occlusion ultrasound doppler: surgical resection of the uterus and right ovary is confirmed. No fluid noted. The left ovary measures approximately 4.3 x 2.6 x 2.7 cm. Three centimeter follicular cysts present. In addition there is a 2.8 cr hypoechoic area with internal echoes in the anterior inferior aspect of the left ovary with normal vascular flow and increased through transmission. No free fluid is identified in the left adnexal concerning the injuries in the case, the following ones were described in patient's medical records: menstruation irregular, chronic pelvic pain, dyspareunia,ovarian,urinary tract infection,ovarian cyst,anxiety,migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of product technical complaint. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain: pelvis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cyst ("ovary cyst") in a 33-year-old female patient who had essure (ess205) (batch no. A34124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed with essure microinsertion in place nos". The patient's past medical history included hernia (hernia surgery repair) in 2008, cesarean delivery, without mention of indication and cholecystectomy in (B)(6) 2004. -she does not have any difficulties with any cardiac palpitations or pain she does have a history of continuing headaches. Concurrent conditions included body mass index normal, pelvic adhesions, endometriosis, mood variable, night sweats, agitation, depression, pyelonephritis, premenstrual dysphoric disorder, backache, myalgia, upper respiratory infection, bacterial vaginosis, herpes genitalis and epigastric pain. Concomitant products included anesthetics, general (general anesthesia), estradiol, estrogens conjugated (premarin) since 2015, fluoxetine hydrochloride (prozac) from (B)(6) 2010 to (B)(6) 2010, ibuprofen since (B)(6) 2015, paracetamol (tylenol arthritis) since (B)(6) 2016, potassium since (B)(6) 2010, quetiapine (seroquel) from (B)(6) 2010 to (B)(6) 2010, ranitidine since (B)(6) 2010 and valaciclovir hydrochloride (valtrex) since (B)(6) 2012. In 2006, the patient experienced pyelonephritis ("pyelonephritis"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced urinary tract infection ("urinary tract infections"), fungal infection ("yeast infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced ovarian enlargement ("ovary swelling") and ovarian cyst (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2008, the patient experienced migraine ("migraines") and the first episode of headache ("headaches"). In (B)(6) 2008, the patient experienced urticaria ("hives") and rash generalised ("body rash"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced the first episode of hepatic steatosis ("fatty liver disease") and agoraphobia ("agoraphobia"). In (B)(6) 2009, the patient experienced vomiting ("vomiting") and abdominal distension ("bloating"). In (B)(6) 2009, the patient experienced genital lesion ("genital lesions"). In (B)(6) 2009, the patient experienced hormone level abnormal ("extreme hormonal changes/extreme hormonal changes at young age") with anxiety, depression, weight increased, post-traumatic stress disorder and mania, hot flush ("severe hot flushes") and hyperhidrosis ("sweats"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced autoimmune hepatitis ("auto immune hepatitis"). In (B)(6) 2013, the patient experienced the first episode of allergy to metals ("nickel allergy/ nickel toxicity"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced osteoarthritis ("osteoarthritis"). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criterion medically significant) and menorrhagia (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced abdominal pain ("pain: abdominal"), back pain ("pain: back"), arthralgia ("pain: knee"), myalgia ("pain: muscle") and the second episode of headache ("pain: head"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hair disorder ("hair"), menstruation irregular ("irregular menses"), post-traumatic stress disorder ("post traumatic stress disorder"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), endometriosis ("endometriosis"), atrophic vulvovaginitis ("vaginal atrophy"), tooth loss ("dental problems (lost 10 permanent as they rottened)"), the second episode of allergy to metals ("nickel allergy") and the second episode of hepatic steatosis ("fatty liver disease"). The patient was treated with surgery (right salpingo- oophorectomy;left salpingo-oophorectomy,laparoscopic supracervical hysterectomy), surgery (ablation), surgery (ablation) and surgery (oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hair disorder, dyspareunia, menstruation irregular, autoimmune hepatitis, hormone level abnormal, migraine and the last episode of headache had not resolved, the hot flush, hyperhidrosis, urinary tract infection, fungal infection, genital lesion, bacterial vaginosis, pyelonephritis, post-traumatic stress disorder, agoraphobia, urticaria, bladder disorder, urinary tract disorder, ovarian enlargement, ovarian cyst, endometriosis, atrophic vulvovaginitis, tooth loss, the last episode of allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, vomiting, the last episode of hepatic steatosis, alopecia, abdominal distension, osteoarthritis, rash generalised, back pain, arthralgia and myalgia outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, agoraphobia, alopecia, arthralgia, atrophic vulvovaginitis, autoimmune hepatitis, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, genital lesion, hair disorder, hormone level abnormal, hot flush, hyperhidrosis, menorrhagia, menstruation irregular, migraine, myalgia, osteoarthritis, ovarian cyst, ovarian enlargement, pelvic pain, post-traumatic stress disorder, pyelonephritis, rash generalised, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vomiting, the first episode of allergy to metals, the first episode of headache, the first episode of hepatic steatosis, the second episode of allergy to metals, the second episode of headache and the second episode of hepatic steatosis to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Following the surgery, plaintiff suffered a painful post-operative recovery. Following the surgery, plaintiff's symptoms persisted. Plaintiff sought medical attention for her symptoms. On (B)(6) 2009, plaintiff underwent a left salpingo-oophorectomy on (B)(6) 2016, plaintiff underwent a hysterectomy and . Right salpingo-oophorectomy following the surgery, plaintiff suffered chronic pelvic pain, dyspareunia, pelvic adhesions, possible endometriosis- laparoscopic lysis of adhesions, laparoscopies presacral neurectomy, laparoscopic resection of peritoneal lesions diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion nuclear magnetic resonance imaging - on an unknown date: negative ultrasound scan vagina - in (B)(6) 2006: total bilateral occlusion ultrasound doppler: surgical resection of the uterus and right ovary is confirmed. No fluid noted. The left ovary measures approximately 4.3 x 2.6 x 2.7 cm. Three centimeter follicular cysts present. In addition there is a 2.8 cr hypoechoic area with internal echoes in the anterior inferior aspect of the left ovary with normal vascular flow and increased through transmission. No free fluid is identified in the left adnexal concerning the injuries in the case, the following ones were described in patient's medical records: menstruation irregular, chronic pelvic pain, dyspareunia,ovarian,urinary tract infection,ovarian cyst,anxiety,migraines most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet new reporters added. Patient demographic information and patient relevant history added. Concomitant medication added. Event onset dates updated. Outcome of events migraines and headaches was changed to not recovered/ not resolved. Outcome of events abdominal cramping was changed to recovered/ resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain: pelvis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cyst ("ovary cyst") in a 33-year-old female patient who had essure (ess205) (batch no. A34124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed with essure microinsert in place nos". The patient's past medical history included hernia (hernia surgery repair) in 2008 and cesarean delivery, without mention of indication. -she does not have any difficulties with any cardiac palpitations or pain she does have a history of continuing headaches. Concurrent conditions included body mass index normal, pelvic adhesions, endometriosis, mood variable, night sweats, agitation, depression, pyelonephritis and dysphoria. Concomitant products included anesthetics, general (general anesthesia) and estradiol. In 2006, the patient experienced pyelonephritis ("pyelonephritis"). On (B)(6) 2006, the patient had essure (ess205) inserted. In october 2006, the patient experienced urinary tract infection ("urinary tract infections"), fungal infection ("yeast infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In november 2006, the patient experienced ovarian enlargement ("ovary swelling") and ovarian cyst (seriousness criterion medically significant). In december 2007, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In june 2008, the patient experienced migraine ("migraines") and the first episode of headache ("headaches"). In 2008, the patient experienced fatigue ("fatigue") and rash generalised ("body rash"). In 2009, the patient experienced genital lesion ("genital lesions"), vomiting ("vomiting") and abdominal distension ("bloating"). In december 2009, the patient experienced hormone level abnormal ("extreme hormonal changes/extreme hormonal changes at young age") with anxiety, depression, weight increased, post-traumatic stress disorder and mania, hot flush ("severe hot flushes") and hyperhidrosis ("sweats"). In march 2013, the patient experienced alopecia ("hair loss"). In august 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2015, the patient experienced osteoarthritis ("osteoarthritis"). In october 2016, the patient experienced vaginal haemorrhage (seriousness criterion medically significant) and menorrhagia (seriousness criterion medically significant). In november 2016, the patient experienced abdominal pain ("pain: abdominal"), back pain ("pain: back"), arthralgia ("pain: knee"), myalgia ("pain: muscle") and the second episode of headache ("pain: head"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hair disorder ("hair"), menstruation irregular ("irregular menses"), autoimmune hepatitis ("auto immune hepatitis"), the first episode of allergy to metals ("nickel allergy/ nickel toxicity"), the first episode of hepatic steatosis ("fatty liver disease"), post-traumatic stress disorder ("post traumatic stress disorder"), agoraphobia ("agoraphobia"), urticaria ("hives"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), endometriosis ("endometriosis"), atrophic vulvovaginitis ("vaginal atrophy"), tooth loss ("dental problems (lost 10 permanent as they rottened)"), the second episode of allergy to metals ("nickel allergy") and the second episode of hepatic steatosis ("fatty liver disease"). The patient was treated with surgery (right salpingo- oophorectomy;left salpingo-oophorectomy,laparoscopic supracervical hysterectomy), surgery (ablation), surgery (ablation) and surgery (oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hair disorder, dyspareunia, menstruation irregular, autoimmune hepatitis and hormone level abnormal had not resolved, the hot flush, hyperhidrosis, urinary tract infection, fungal infection, genital lesion, bacterial vaginosis, pyelonephritis, post-traumatic stress disorder, agoraphobia, urticaria, bladder disorder, urinary tract disorder, migraine, ovarian enlargement, ovarian cyst, endometriosis, atrophic vulvovaginitis, tooth loss, the last episode of allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, vomiting, the last episode of hepatic steatosis, alopecia, abdominal distension, osteoarthritis, rash generalised, back pain, arthralgia, myalgia and the last episode of headache outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, agoraphobia, alopecia, arthralgia, atrophic vulvovaginitis, autoimmune hepatitis, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, genital lesion, hair disorder, hormone level abnormal, hot flush, hyperhidrosis, menorrhagia, menstruation irregular, migraine, myalgia, osteoarthritis, ovarian cyst, ovarian enlargement, pelvic pain, post-traumatic stress disorder, pyelonephritis, rash generalised, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vomiting, the first episode of allergy to metals, the first episode of headache, the first episode of hepatic steatosis, the second episode of allergy to metals, the second episode of headache and the second episode of hepatic steatosis to be related to essure (ess205). The reporter commented: plaiintiff sought medical attention for her symptoms. Following the surgery, plaintiff suffered a painful post-operative recovery. Following the surgery, plaintiff's symptoms persisted. Plaintiff sought medical attention for her symptoms. On (B)(6) 2009, plaintiff underwent a left salpingo-oophorectomy on (B)(6) 2016, plaintiff underwent a hysterectomy and . Right salpingo-oophorectomy following the surgery, plaintiff suffered chronic pelvic pain, dyspareunia, pelvic adhesions, possible endometriosis- laparoscopic lysis of adhesions, laparoscopies presacral neurectorny, laparoscopic resection of peritoneal lesions diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - in november 2006: total bilateral occlusion nuclear magnetic resonance imaging - on an unknown date: negative ultrasound doppler: surgical resection of the uterus and right ovary is confirmed. No fluid noted. The left ovary measures approximately 4.3 x 2.6 x 2.7 cm. Three centimeter follicular cysts present. In addition there is a 2.8 cr hypoechoic area with internal echoes in the anterior inferior aspect of the left ovary with normal vascular flow and increased through transmission. No free fluid is identified in the left adnexal concerning the injuries in the case, the following ones were described in patient's medical records: menstruation irregular, chronic pelvic pain, dyspareunia,ovarian,urinary tract infection,ovarian cyst,anxiety,migraines most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: reporter added,case became medically confirmed,patient demographic details added,lab data added,concomitant and historical condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain: pelvis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cyst ("ovary cyst") in a 33-year-old female patient who had essure (ess205) (batch no. A34124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed with essure microinsert in place nos". The patient's past medical history included hernia (hernia surgery repair) in 2008. Concurrent conditions included body mass index normal. In 2006, the patient experienced pyelonephritis ("pyelonephritis"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced urinary tract infection ("urinary tract infections"), fungal infection ("yeast infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced ovarian enlargement ("ovary swelling") and ovarian cyst (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2008, the patient experienced migraine ("migraines") and the first episode of headache ("headaches"). In 2008, the patient experienced fatigue ("fatigue") and rash generalised ("body rash"). In 2009, the patient experienced genital lesion ("genital lesions"), vomiting ("vomiting") and abdominal distension ("bloating"). In (B)(6) 2009, the patient experienced hormone level abnormal ("extreme hormonal changes/extreme hormonal changes at young age") with anxiety, depression, weight increased, post-traumatic stress disorder and mania, hot flush ("severe hot flushes") and hyperhidrosis ("sweats"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced osteoarthritis ("osteoarthritis"). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criterion medically significant) and menorrhagia (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced abdominal pain ("pain: abdominal"), back pain ("pain: back"), arthralgia ("pain: knee"), myalgia ("pain: muscle") and the second episode of headache ("pain: head"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hair disorder ("hair"), menstruation irregular ("irregular menses"), autoimmune hepatitis ("auto immune hepatitis"), the first episode of allergy to metals ("nickel allergy/ nickel toxicity"), the first episode of hepatic steatosis ("fatty liver disease"), post-traumatic stress disorder ("post traumatic stress disorder"), agoraphobia ("agoraphobia"), urticaria ("hives"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), endometriosis ("endometriosis"), atrophic vulvovaginitis ("vaginal atrophy"), tooth loss ("dental problems (lost 10 permanent as they rottened)"), the second episode of allergy to metals ("nickel allergy") and the second episode of hepatic steatosis ("fatty liver disease"). The patient was treated with surgery (on (B)(6) 2009, underwent a right salpingo- oophorectomy; left salpingo-oophorectomy and (B)(6) 2016), surgery (ablation), surgery (ablation) and surgery (oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hair disorder, dyspareunia, menstruation irregular, autoimmune hepatitis and hormone level abnormal had not resolved, the hot flush, hyperhidrosis, urinary tract infection, fungal infection, genital lesion, bacterial vaginosis, pyelonephritis, post-traumatic stress disorder, agoraphobia, urticaria, bladder disorder, urinary tract disorder, migraine, ovarian enlargement, ovarian cyst, endometriosis, atrophic vulvovaginitis, tooth loss, the last episode of allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, vomiting, the last episode of hepatic steatosis, alopecia, abdominal distension, osteoarthritis, rash generalised, back pain, arthralgia, myalgia and the last episode of headache outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, agoraphobia, alopecia, arthralgia, atrophic vulvovaginitis, autoimmune hepatitis, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, genital lesion, hair disorder, hormone level abnormal, hot flush, hyperhidrosis, menorrhagia, menstruation irregular, migraine, myalgia, osteoarthritis, ovarian cyst, ovarian enlargement, pelvic pain, post-traumatic stress disorder, pyelonephritis, rash generalised, tooth loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vomiting, the first episode of allergy to metals, the first episode of headache, the first episode of hepatic steatosis, the second episode of allergy to metals, the second episode of headache and the second episode of hepatic steatosis to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Following the surgery, plaintiff suffered a painful post-operative recovery. Following the surgery, plaintiff's symptoms persisted. Plaintiff sought medical attention for her symptoms. On (B)(6) 2009, plaintiff underwent a left salpingo-oophorectomy. On (B)(6) 2016, plaintiff underwent a hysterectomy and . Right salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporter information was updated. This case concerns 33 year old patient. Her demographics were updated. Her historical condition and concurrent condition was added. Lab data was added. Essure lot number was added. Events: ablation, extreme hormonal changes at young age, severe hot flushes and sweats, abnormal bleeding (vaginal, menorrhagia), urinary tract infections, yeast infections, genital lesions; bacterial vaginosis, infection (other) describe: pyelonephritis, post traumatic stress disorder, agoraphobia, osteoarthritis, hives, bladder or urinary problems or changes, migraines / headaches, ovary swelling, cyst, possible endometriosis, vaginal atrophy, dental problems, nickel allergy, dysmenorrhea (cramping), pain: abdominal, knee, muscle, back), vaginal discharge, fatigue, vomiting , fatty liver disease and hair loss. Post removal of essure abdominal cramping, abdominal pain and abnormal bleeding relived immediately. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hair disorder ("hair"), dyspareunia ("dyspareunia"), menstruation irregular ("irregular menses"), autoimmune hepatitis ("auto immune hepatitis"), allergy to metals ("nickel allergy/ nickel toxicity"), hepatic steatosis ("fatty liver disease") and hormone level abnormal ("extreme hormonal changes") with anxiety, depression, weight increased, post-traumatic stress disorder and mania. The patient was treated with surgery (on (B)(6) 2009, underwent a left salpingo-oophorectomy and (B)(6) 2016, hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hair disorder, dyspareunia, menstruation irregular, autoimmune hepatitis, allergy to metals, hepatic steatosis and hormone level abnormal had not resolved. The reporter considered allergy to metals, autoimmune hepatitis, dyspareunia, hair disorder, hepatic steatosis, hormone level abnormal, menstruation irregular and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Following the surgery, plaintiff suffered a painful post-operative recovery. Following the surgery, plaintiff's symptoms persisted. Plaintiff sought medical attention for her symptoms. On (B)(6) 2009, plaintiff underwent a left salpingo-oophorectomy. On (B)(6) 2016, plaintiff underwent a hysterectomy and . Right salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of her fallopian. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.